Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 01/21/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/08/2016 with the following findings: review of the black box showed no evidence of short battery life; however, one 128-fb80 alarm and multiple 128-fe80 alarms were observed in the black box dated july 7, 2015 and july 8, 2015. The 128-fxxx alarm is defined as a post-delivery motor power supply faults. On investigation, the pump powered on using the returned battery cap. On examination, the battery compartment was noted to be intact. The electrical current draws were evaluated and determined to be within specifications. A battery life issue was not duplicated on investigation; 128-fxxx alarm was not duplicated. The pump was opened for inspection and revealed evidence of moisture contamination on the force sensor housing. Investigation further performed inspection of the 5 volt motor regulator u12 with no evidence of intermittent contact. Unrelated to the original complaint, the display was noted to be dim/faded and discolored.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.